Event description:
The dr was using the vapr side effect (3.5mm) on default setting, for ankle case. Reportedly noticed the fluid was increasingly hot and reportedly noticed the fluid caused the patient's skin to turn white as the hot fluid drained out. Dr reported the burns as 2nd degree burns around the surgical site (ankle). Recommended to dr to use the 2.3mm electrodes and also change settings to lowest and gradually increase it as needed. Also asked what the flow rate was on the ns. Nurse stated it was between 20-30. Recommended to the dr and resident to ensure a good inflow and outflow of fluid during such cases. Dr would like further information but is also willing to try the smaller diameter electrodes for future cases. Patient was put on intravenous antibiotic prophylaxis to reduce risk of infection.